Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The safety was observed to be broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed secondary safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open esophagectomy, the device did not fire, and the tissue was not cut or stapled. The orvil was placed in the esophagus, and the device was going through the chest wall. The surgeon guided the device too the anvil and felt it click. They looked inside the incision and from what they see it was closed. When they fired the device they heard a click but when they removed the device, the anvil was not attached. It appeared that no staples were fired and the tissue was not cut. The device handle fully squeezed so that the metal underside of the handle contacted the device body to the fullest extent. The tissue was stapled free from any metal clips. The green bar was visible in the indicator window. They used another device and it worked as normal. There was no patient injury.